Manufacturer narrative:
Philips service reseated geoipc connectors, reloaded software, and tested the system, which was observed working fine. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a geometry movement error occurred during a case, and geoipc connectors were reseated on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.